Manufacturer narrative:
The ge service representative performed an onsite investigation and performed stop calibration tests. The problem could not be duplicated. The system was found to be operating as intended.

Event description:
The customer reported the 9800 system displayed stuck collimator error. No patient injury was reported.